Manufacturer narrative:
Product analysis part# 5480131v ; lot# fa16k001- visual and optical inspection confirmed the tabs at the tip of the provisional driver have been bent. The damage appears to be from bend stress overload. H6: updated eval. Code method and eval. Code result post analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e: initial reporter details unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a driver to be used in an unknown spinal therapy. It was reported that the driver tip was broken. There was no patient involved in the event. The reported product was used multiple times. No further complications were reported/ anticipated.